Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the ring was received loose, in a biohazard bag. The reported fixator was not received with the ring. The ring appears intact with no evidence of deformation or abnormalities. Tiny tears in the sewing cloth show placement of implantation sutures. Green multifilament sutures remain attached to the ring adjacent to one trigone marker on the inflow and corresponding marker on the outflow. Without the fixator, a probable cause cannot be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to implant of this 32mm mitral annuloplasty ring, it was replaced with a 32mm annuloplasty ring of the same size and model. The reason for the replacement was reported as when the surgeon was attempting to implant the annuloplasty ring, it was discovered that the buckle suture on the ring fixator was broken. It was indicated that the device had been inspected upon removal from its packaging with no issues noted. No additional adverse patient effects were reported.